Event description:
A facility reported that the mayfield skull clamp (a3059) seems loose in lateral wobble. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received had the disk ratchet and retainer replaced due to lateral tightness when turning the rocker arm assembly. The bolt and nut were replaced on the rocker arm assembly due to the rocker arm being loose. Root cause analysis: complaint confirmed via inspection of the unit. The rocker arm assembly was not tightened and had movement. Probable root cause is improper adjustment/assembly of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.